Event description:
It was reported that during a video assisted thoracoscopic esophagectomy procedure, there was a clip feeding failure. It is unknown what was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The analysis result of the er420 device found that it was received with the top shroud cracked. A bag with one malformed clip was returned along with the instrument. In an attempt to replicate the reported incident, the device was tested for functionality. During the analysis, the device was cycled and it fed and formed twelve conforming clips, however one clip was ejected. It could not be determined what may have caused the damaged found.